Manufacturer narrative:
Device passed, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly, a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 250 mg/dl - 400 mg/dl at the time of incident. Customer also reported that the insulin pump had unexpected restart alarm. Customer was able to clear the alarm and able to complete rewind. Troubleshooting was performed and alarm recurring during normal insulin pump use. The insulin pump will be returned for analysis.